Event description:
It was reported that the pump had a system failure. No patient involvement or injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no external damage. A review of the event history log identified plunger sensor error. During the functional testing using multiple flow and occlusion tests was unable to duplicate the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger printed circuit board (pcb) and left plunger case as a preventative measure.